Manufacturer narrative:
Qn#: (B)(4). The customer reported a quantity of 20 devices with the reported defect, found prior to use.

Event description:
It was reported the spring wire guide was found kinked prior to patient use.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. The customer reported a quantity of 20 devices with the reported defect, found prior to use.

Manufacturer narrative:
(B)(4). The customer returned twenty opened arterial kits for analysis. No definite signs of use in the form of biological material were observed on the samples. Initial visual examination revealed unraveling/kinking/resistance in seventeen of the twenty guide wires. The guide wire tubing was also observed to have a slight bend in these samples. The remaining three of the twenty guide wires didn't reveal any damage and didn't meet resistance during functional testing. Microscopic examination confirmed the distal welds were full and spherical. A picture of the unraveling and kinking of a few guide wires are pictured as the damage appears similar in all the defective guide wires. Discoloration was also observed on several of the returned guide wires and catheter tips. The customer confirmed that the damage occurred prior to use, so it is being assumed that the discoloration occurred after the customer handled it. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance spring-wire guide into vessel using actuating lever." Three of the twenty guide wires were able to pass through the needle with little to no resistance. The remaining seventeen guide wires were not able to pass through the returned needle or met significant resistance when passing through the needle due to a blockage. Based on the functional testing, the customer reported issue is confirmed. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. If resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of guide wire/needle resistance was confirmed through complaint investigation of the returned samples. Functional analysis confirmed resistance while trying to advance the swg for seventeen of the twenty kits. Despite the observed defect, all relevant dimensional requirements were met, and a device history record review was performed with no relevant findings. Based on a recent trend for guide wire/ needle resistance for devices within ra-04122 kits, a CAPA was initiated to investigate this issue further. The CAPA investigation indicates that the issue is manufacturing related. The relevant lots within the reported kit were manufactured (december 2020 thru april 2021) prior to the implementation of the corrective action (september 2022). Teleflex will continue to monitor and trend for reports of this nature.